Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose was 140 mg/dl. Customer reverted to an alternate method of insulin therapy.